Manufacturer narrative:
H3: analysis did not find any fault with this device. H6: previously added imdrf annex codes b17, c20, d16 are no longer valid continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID nim4cpb1, serial number: (B)(6), h3: the reported issue has been confirmed and duplicated. However, cause has been traced to the pi. The patient interface afe and stim pcbas are defective h6: previously added imdrf annex codes b17, c20, d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID nim 4cpb1, serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, upon start up, nim vital was displaying interface not working and had connectivity concerns. User tried to turn it off/on several times with the same result. There was no patient involvement.